Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at 20 atmospheres. The procedure was completed with another of same device. No patient complications were reported.